Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states he has had a few units from 2013 and 2014, serial numbers not provided, with weak alarms or no alarms at startup.